Manufacturer narrative:
(B)(4). The ventilator was not made available for evaluation. Covidien, now medtronic, was not authorized to service the ventilator.

Event description:
Report received stating that due to a malfunction of an 840 ventilator; the patient was placed on a second ventilator. The customer reported that the battery was not working. The patient was not harmed as a result of the event.